Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of insulin flow blocked on (B)(6) 2025. Troubleshooting confirmed blockage at the site. The site of location was abdomen. Patient noticed symptoms within three or hours after insertion. Patient changed supplies as necessary and resumed insulin therapy. No further information was available

Manufacturer narrative:
Correction: this MDR is being submitted to correct the lot number, expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the reference samples for the lot 6006858 have already been previously tested in the complaint (B)(4) on 06/apr/2025. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications as per the test report database (B)(4) complaint test report. Device history record (DHR) review: the 6006858 was manufactured according to the work instruction (wi) version 113 manufactured in the line inset 3, on 03/may/2024, with a total of (B)(4). Trending: a query was run in database on 24/jun/2025 against malfunction code evaluated occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified) and lot 6006858 and no other complaint have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.